Manufacturer narrative:
H4: the lot was manufactured from september 23, 2019 - september 24, 2019. H10: the actual device was received with no fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed using normal saline and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the line of a small volume intermate. The device had been filled with ceftriaxone 2000mg in 50ml 0.9% sodium chloride (nacl). It was further reported that the device was directly connected to peripherally inserted central catheter (PICC) line. This issue was noted during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.